Event description:
It was reported that the wake button became increasingly difficult to press and multiple presses were necessary for display to activate. The customer's blood glucose level was 200 mg/dl. The customer applied more pressure to the wake button to address the issue.